Manufacturer narrative:
(B)(4). The patient disconnected from the set without following proper disconnect procedure, which led to air entering the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell one of three of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that they disconnected from the patient line during the dwell (without following proper procedure) and when they connected back to the patient line, they saw air in the patient line. The technical service representative assisted wieth ending the therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.